Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4) is being retracted since there were no allegation of deficiency of the screw as the medical records did not include loosening. Pain may be attributed to the misposition of acetabular cup and metal on metal reaction.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
Pinnacle litigation records received. Litigation alleges metallosis, pain, weakness, surgical intervention, significant bone loss, severe limp, exhaustion and limited ability to work with daily activities of living. It was also reported that the patients laboratory result for cobalt is below 7 ppb and the chromium is elevated. Radiograph showed that the artificial right hip socket was malpositioned and that there was a considerable amount of bone dissolution around the upper end of her femur on the right side. It was later confirmed that this abnormality included infection and soft tissue reaction to metal-on-metal implant in her body. Doi: (B)(6) 2008; dor: (B)(6) 2017; (right hip).